Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient. The device shut down. The medic stated he changed the battery, switched modes and attempted to turn the device on and off without success. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.